Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the customer had to use two foley catheters in last change. When the customer inserted the first catheter, the balloon would not inflate and did feel right. So, the customer removed it and inflated the balloon to see if it was broken, and the balloon inflated. However it meant they had to use a brand new catheter which then worked fine.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. The device was not returned.

Event description:
It was reported that the customer had to use two foley catheters in last change. When the customer inserted the first catheter, the balloon would not inflate and did feel right. So, the customer removed it and inflated the balloon to see if it was broken, and the balloon inflated. However it meant they had to use a brand new catheter which then worked fine.